Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned to the complaint investigation site with the stent partially deployed by 2mm. The stent was deployed without issue and was visually inspected. It was noted that wires at the distal end of the stent were uncrossed. A visual and tactile examination found no kinks or other damage along the length of the catheter. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 17-jan-2017. It was reported that partial stent deployment outside the patient occurred. A 8.0-21 carotid wallstent¿ was selected to treat the lesion. However upon advancing on the guide wire, it was noted that the stent was exposed. The device was not used inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.